Event description:
Treatment of an aneurysm. It was reported that the coil broke while repositioning it inside the aneurysm. The physician was able to retrieve the broken segment with an alligator retrieval device.no patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).